Event description:
Pharmacist reported a calcium chloride over infusion and is requesting an event log review for key strokes pressed. The doctor's order was 10 grams of calcium chloride in 0.9% sodium chloride 1 liter bag with nurse to titrate rate per calcium blood levels. Nurse hung a new 1 liter calcium chloride bag on (B)(6) 2012, around 0300-0600 and the nurse started the infusion at 80 ml/hr and within 1 hour of the infusion start time, the 1 liter bag was almost completely empty. Customer reported the nurse checked the IV set for leaks and none were found (the set has been discarded). Calcium blood levels increased and extra calcium blood draws were required due to the over infusion. The calcium chloride infusion was stopped until the calcium level dropped back to the level that required the infusion to restart per orders. The customer did not provide any additional pt or event details.

Manufacturer narrative:
(B)(4). Devices not received, log review only. The customer has requested an event log review. The event logs and data set have been received and the evaluation is pending. A follow up report will be submitted with failure investigation results once the evaluation has been completed.